Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for initial power-up failure. During further evaluation of the device, it was documented that the device received dismantled, with no internal flow path. Unable to perform device evaluation and preservation of internal flow path as would be required per (B)(4) v03. No repair was performed. The unit is not needed for inventory, and it was scrapped.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for initial power-up failure. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.